Event description:
Caller reported a malfunction on the pump, identified by malf 16 code and accompanied by audible signals, though there were no notable prior events. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.